Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2024. During the procedure, the gastric mucosa was attempted to be punctured. However, the gastric mucosa was pressed a little too hard, and the needle was punctured into the cyst at a completely different angle. The physician attempted to puncture from a different part of the gastric mucosa. However, it only pressed the gastric mucosa and was not able to penetrate. Upon checking the endoscope screen, it appeared that the device was not energized at all. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully covered and undeployed. Electrical inspection was performed by connecting the device to the erbe generator and bubbles were noted in the saline solution confirming that the tip was working properly. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was moved down to the second and fourth position, and the stent was deployed and presented slow expansion. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of cautery delivers energy intermittently as this event occurred during the procedure. Based on the available information, boston scientific corporation concluded that there is not enough evidence to establish the cause of stent slow expansion due to lack of evidence. The observed problem of stent slow expansion rates can be negatively impacted by factors such as compression, time, temperature, and humidity. These events are seen most predominantly in the largest stent sizes. Therefore, these events are anticipated. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2024. During the procedure, the gastric mucosa was attempted to be punctured. However, the gastric mucosa was pressed a little too hard, and the needle was punctured into the cyst at a completely different angle. The physician attempted to puncture from a different part of the gastric mucosa. However, it only pressed the gastric mucosa and was not able to penetrate. Upon checking the endoscope screen, it appeared that the device was not energized at all. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.